Manufacturer narrative:
(B)(4). Eval results: mi.

Event description:
Pt received a 2.5mm diameter x 24mm length and a 2.5mm diameter x 20mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox lad. First diagonal branch was also treated (balloon only) during index procedure. Stent implant was successful; however, it was reported that 1 day post stent implant, the pt suffered an mi. Investigator reported that the event was possibly related to the study stent and the procedure. (Ref MFR # 9612164-2011-00283).